Event description:
On 4/2/97, the physician contacted a MFR sales representative inquiring about the function of the device. The patient is not receiving relief with the current dose of medication. The amount of medication cannot be increased because the device is delivering the maximum amount allowed by the flow rate. The physician wants to access the device sideport to administer bolus to check the patient's level of response to an increase in medication. A MFR nurse was notified and contacted the physician to discuss his concerns.

Manufacturer narrative:
Further communication via the MFR rep, on 5/27/1997, revealed that the facility is using other medication in the device to accomodate the pt's needs and there are no plans to remove the device at this time. The device remains implanted for continued use in the pt's therapy. Based on the info available this event does not appear to be attributable to the device or a device malfunction, but to the pt's lack of therapeutic response to the drug in the device. The facility will be notified of co's review of this incident. The MFR is now closing its file on this event.